Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. A metal object was sticking out of the flush port at the housing backend. The metal object was not part of the instrument. The instrument was found with a metal luer jammed into the luer plate at the backend of the instrument. The luer was removed from the backend using excessive force and compared with an in-house flush tube assembly. Side-by-side comparison showed both were comparable, having similar features like a wider backend and a tapered tip. It was likely the luer was inserted into the main flush tube port with too much force. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument cables were noted to be frayed during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.